Manufacturer narrative:
Updated fields :b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions ), h11. A getinge field service engineer (fse) states visited hospital and performed all test, cleaned vacuum filter and calibrated, demonstrated about cardiosave usage. Equipment hand over in working well condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse before use that the cardiosave intra-aortic balloon pump (iabp) had an auto fill failure alarm. There was no patient involvement.